Event description:
It was reported that the bilaterally implanted patient suddenly had no response on the right side for an unknown reason. No trauma has been reported by the parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.